Event description:
The biomed technician called baxter technical service in 2009, to report an interruption of therapy incident on an infusor pump. The biomed technician received report from the nurse indicating the pump was infusing propofol when pump stopped infusing and the led lights lit up causing an interruption of therapy to patient. No patient injury or medical intervention has been reported. No additional information is available on this incident.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.